Event description:
The customer reported the thermogard xp ivtm system (sn (B)(4)) has liquid coming out. It is unknown if the liquid is saline or propylene glycol. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(4)) has liquid coming out was confirmed during visual inspection and archive review. The root cause of the reported issue was that the isolation of the coolant block was not correctly placed. Upon visual inspection, unrelated to the reported complaint, noticed a missing coldwell cap, likely attributed to user mishandling. The coldwell cap assembly was replaced. In addition, related to the reported complaint, the coolant was low, likely due to evaporation or movement of the unit which spills coolant out of the coldwell into the drip tray or bad isolation of coolant reservoir contacts. A large amount of coolant was observed on the coldwell drip tray. The event log review indicated "low coolant" and "saline empty" messages were detected on or close to complaint date, related to the reported complaint. This is related to low coolant detection and is a normal operation when coolant is low. Functional testing was performed, and the device could be used. Further investigation revealed the isolation of the coolant block was not correctly placed. The isolation was replaced with the proper material to remedy the complaint. Following service, the system passed all testing criteria and coolant level detection works correctly now. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system with sn (B)(4).